Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, the results will be provided in the supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that the pump never emitted a low cartridge warning prior to changing an empty cartridge. The pt does not recall seeing any insulin in the cartridge and is unsure whether air was in the cartridge or whether the plunger was depressed to the top of the cartridge when removed. The pt fills the cartridge to 200 units each time. She also reports that the prime volume was not recorded in the pump history and insists that the pump was primed.